Event description:
It was reported that there was oversensing noted on both the atrial and ventricular leads. The physician has chosen to make no changes at this time. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.